Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing spring. Fse also lubricated monitor mount and release latch on cart. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) unit is not sliding into cart properly, batteries are not sliding in and out properly. There was no patient involvement.